Manufacturer narrative:
Clinical innovations learned through our distributor of this event that happened in 2015. Our distributor received a letter from the hospital where the event happened that was dated (B)(6) 2018. We are trying to gather more information if any is available.

Event description:
Use of goldtrace fse claimed to have permanently caused tissue damage to patient.